Manufacturer narrative:
The device serial number was switched from the lot number field to the serial number field in section d4.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was admitted into the hospital for the 2nd time due to diabetic ketoacidosis. The blood glucose results at the hospital were not provided. The patient was under intensive care treatment. The type of treatment provided to the patient was unknown. The patient was admitted into the hospital for three days. No further information was provided.